Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. The patient went into the hospital after the alert while determining the outcome. It was noted that this device was implanted last year and the battery has not reached 50% depleted. Technical services (ts) requested that a patient data file needs to be sent in order to confirm reason for disablement with the recent software upgrade. Ts reviewed the device data and discussed this is a false positive remote monitoring disabled due to magnet exposure. It is confirmed the device remains functional without radio frequency (rf) communication, the device therapy and full inductive (wand) communication are available. The device replacement is not recommended. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. The patient went into the hospital after the alert while determining the outcome. It was noted that this device was implanted last year and the battery has not reached 50% depleted. Technical services (ts) requested that a patient data file needs to be sent in order to confirm reason for disablement with the recent software upgrade. Ts reviewed the device data and discussed this is a false positive remote monitoring disabled due to magnet exposure. It is confirmed the device remains functional without radio frequency (rf) communication, the device therapy and full inductive (wand) communication are available. The device replacement is not recommended. No adverse patient effects were reported. The device remains in service.